Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer stated that the portex thermovent filter came apart during use in a case as part of an anesthesia circuit. No patient injury.